Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the 6.1 half height cubby drawer required maintenance after the customer reported that the drawer had failed and would not recover. Upon arrival, it was found that the drawer remained in an open state. The back panel was opened, and the red manual release was found to be depressed. The latch was not properly covering the open and close sensor. The drawer was manually opened, the station was powered down, and all rear connections were reseated. The drawer was then opened and closed multiple times, and no physical issues were identified and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed. Customer tried to reboot and recover the drawer, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.